Event description:
It was reported that the device had a broken pin on the hard paddle connector. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement set of hard paddles. The customer later confirmed they had received the replacement set of hard paddles and both, the unit and the paddles, have been placed back into service for use. The removed set will not be returned to physio-control for evaluation. The root cause of the reported failure could not be determined.